Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a hematoma approximately the size of a softball was noted around the impella sheath, and the automated impella controller (aic) alarm indicated that the impella was positioned in the aorta. The cicu fellow was applying manual pressure at the time of assessment. The impella site was covered with tegaderm extending down the sterile sleeve on the catheter, which had been looped into the knee immobilizer straps proximally and distally. After removal of the tegaderm and straps, proper angle alignment was achieved. A subsequent echocardiogram performed by another fellow revealed that only the pigtail segment of the catheter was across the aortic valve. The pump was repositioned so that the inlet crossed back into the appropriate position, and vascular surgery evaluated the patient, recommending continued manual pressure. The access site was stabilized, and the impella was repositioned under echocardiographic guidance across the valve, with flow increased to p2. Later that night, recurrent bleeding from the groin site occurred, prompting vascular surgery to take the patient to the operating room for vascular repair. The impella cp device was removed, and no additional mechanical circulatory support device was placed. The patient subsequently expired overnight.

Manufacturer narrative:
The following sections have been updated/corrected: b4, e1 (city and state), g3, g6, h6, h11. The investigation for the reported access site bleed and hematoma has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The cause of the bleed and hematoma was most likely use issue related since it occurred after the arrival of patient to facility.